Event description:
It was reported that the pacemaker, the right ventricular (rv) lead, and the left ventricular (lv) eroded from the pocket. The whole system was explanted and replaced. The patient was stable.